Manufacturer narrative:
Based on the limited information available at this time, no definitive conclusions can be made. Multiple attempts have been made to contact the complainant for additional event details. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date, there have been no other reported complaints for this manufacturing lot of (B)(4) units, released to production in 04/2011. Based on the information available at this time, no definitive conclusions can be made. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported to davol by the user facility via medwatch 3500a report: of 3500a report ((B)(4)) provided to davol by the user facility. Patient had esophagogastroduodenoscopy (egd), laparotomy, explant of previous paraesophageal hernia repair mesh, fundoplication, crural closure, and removal of percutaneous gastrostomy tube. Patient with prior history of a paraesophageal hernia repair with mesh. This was complicated by an inability to tolerate any oral intake and a forty pound weight loss. Subsequently, she had a peg tube placed for enteral nutrition and has since gained ten pounds. Upon review of her imaging and studies, it appeared that the previous repair may have caused pseudoachalasia.